Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a broken camera connector. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection. The user's request was not confirmed due to no device return. Based on the results of the investigation, a cause could not be identified due to no findings available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.